Manufacturer narrative:
Device remains implanted, pt has been fitted with knee brace. Device info was not provided to the manufacturer; therefore, the device history record could not be reviewed.

Event description:
Primary surgery was in 2007. X-rays have shown what appears to be a fracture of the tibial insert peg with posterior subluxation of the tibia in relation to the femur.